Event description:
A bipap pro biflex device was returned to the third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam (needs) or (was) replaced to address the issue. In addition, it displayed error codes e053 (err_comp_log_sem_timeout), as recorded in error log. The device was scrapped by the service center after the evaluation was completed.